Manufacturer narrative:
Vns therapy system labeling lists vocal cord paralysis as a potential adverse event possible associated with surgery or stimulation.

Event description:
Reporter indicated that, the pt has vocal cord paralysis. The pt was evaluated by an ent who diagnosed the pt with left vocal cord paralysis and programmed the device off. The physician indicated that the cause of the vocal cord paralysis is due to vns therapy.